Event description:
As reported by an affiliate, during a peripheral procedure, a 8f vista brite tip ic leaked when pre-flushed with saline solution. The leak was observed at the connection between the sheath hub and the catheter shaft. At a closer look, there was a cut in the catheter shaft at the connection, on the one side. The user attempted to glue the product as there was no alternative rcd ig. It was reported that the procedure lasted from 9:15 to 11:45 with the mutipurpose ig.

Manufacturer narrative:
As reported by an affiliate during preparation of an 8f vista brite rcd ig, leakage was noted at the connection between the shaft and the hub. The leak was observed at the connection between the sheath hub and the catheter shaft. At a closer look, there was a cut in the catheter shaft at the connection, on the one side. The user attempted to glue the product as there was no alternative rcd ig. It was reported that the procedure lasted from 9:15 to 11:45 with the multipurpose ig. The procedure was for stenting of both renal arteries. There was no report of patient injury and the device was returned for evaluation. (B)(4): one non sterile unit of intro g 8f rdc I 55cm .035" was received coiled in a plastic bag along with the vessel dilator, a unknown adhesive was noted at suture collar area (see attached pictures) also was noted that the collar suture was not properly assembled, the collar suture was removed during analysis and residues of adhesive were found underneath suture collar area. The adhesive was removed and a rupture was found on the body at distal end of the hub. A functional analysis was performed by attaching a lab sample syringe, filled with water, to the stopcock, the distal section of the product was clamped to avoid that water flow out of the distal catheter tip, the pressure was started to apply into the unit, leakage was noted at the rupture on the body found at distal end of the hub. The device was observed under 50x magnification and the rupture found on the device does not appear to be made by a blade or sharp object, evidence of stressing in the material was found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of 'catheter (body/shaft) - puncture/cut was' and 'leakage' was confirmed since during the functional analysis leakage was observed at the body rupture location found at distal end of the hub; however the cause of the rupture could not be conclusively determinate during the product analysis. Controls are in place to verify the catheters for damages; the produced catheters are inspected 100 % before leaving the facility. Also, several inspections are performed through all the guiding catheter assembly process operations. With the limited information provided it is not possible to determine an exact cause for the reported difficulty, however evidence of stressing at the point of leakage on the shaft suggest that user handling may have contributed to the event. There is nothing in the device history report review, the analysis or the event description to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken. One non sterile unit of intro g 8f rdc I 55cm .035" was received coiled in a plastic bag along with the vessel dilator, a unknown adhesive was noted at suture collar area (see attached pictures) also was noted that the collar suture was not properly assembled, the collar suture was removed during analysis and residues of adhesive were found underneath suture collar area. The adhesive was removed and a rupture was found on the body at distal end of the hub. A functional analysis was performed by attaching a lab sample syringe, filled with water, to the stopcock, the distal section of the product was clamped to avoid that water flow out of the distal catheter tip, the pressure was started to apply into the unit, leakage was noted at the rupture on the body found at distal end of the hub. The device was observed under 50x magnification and the rupture found on the device does not appear to be made by a blade or sharp object, evidence of stressing in the material was found.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.